Event description:
The customer complained of questionable glucose results from two accu-chek inform ii meter using two different lots of test strips. This medwatch will cover strip lot 476579. Refer to the medwatch with patient identifier (B)(6) for information on strip lot 477177. At 21:31 the glucose result from meter serial number (B)(4) using strip lot 476579 was 537 mg/dl. At 21:34 the glucose result from meter serial number (B)(4) using strip lot 477177 was 368 mg/dl. At 21:41 the glucose result from meter serial number (B)(4) using strip lot 477177 was 237 mg/dl. At 21:43 the glucose result from meter serial number (B)(4) using strip lot 477177 was 247 mg/dl. The glucose result of 247 mg/dl was believed to be correct. There were no allegations of an adverse event. The patient's hematocrit was provided as "25." The customer's test strips and meters were requested for return. The customer stated they are not able to return the test strips. Replacement products were sent. The investigation is currently ongoing.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The patient's hematocrit was outside the acceptable range for testing, per product labeling.